Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
One day after a aaa aorto-uni-iliac procedure, the patient complained of belly pain. She was scoped to see what was going on and everything looked fine. On day two, the patient was having more pain, was scoped again, and found that her small bowel was dead. The patient expired the next day. The ima was occluded prior to surgery. The sma had a strong pulse after the surgery. There was very little thrombus around the sma. One of the internals was occluded for the case, but besides that everything was reported to look fine.